Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that the coil was unable to deploy. A 10mm x 40cm interlock -35 was selected to treat the unspecified target lesion. During procedure, when the coil was pushed through a berstein catheter, it was noted that the coil could not be deployed. The procedure was completed with a different device. No patient complications were reported and the patient¿s status is fine. However, device analysis revealed that the interlocking arm of the coil was broken off.

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. A coil, an introducer sheath and a delivery wire were returned for analysis. The fiber bundles of the coil were covered in blood. The coil was found to be stretched and kinked indicating a resistance was met during the procedure. The interlocking arm of the coil was broken off. The delivery wire was found to be kinked. The delivery wire arm was covered in dried blood. A microscopic inspection was performed and found that the coil zap tip shape and surface was smooth. The interlocking arm of the main coil was broken off from the coil and not returned. The interlocking arm of the main coil was not present. The interlocking arm of the delivery wire was inspected and it was found to be covered in dried blood. There was no damage noted. The delivery wire dimensions were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: the preparations for use section of the 035 interlock instructs the user to begin continuous flush before introducing the coil into the catheter. The non-performance of this maintenance step is a contributory factor in friction encountered and the damage to the coil. (B)(4).